Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found severe occlusion, and exhalation module alerts recorded in the ventilators memory logs. The se isolated the issue to a contaminated exhalation flow sensor (evq), this was replaced by the hospital's own spare part, and the contaminated one was disposed of on site. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a background error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.